Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had battery failure. Reportedly, there was no patient involvement as the issue was discovered prior to use. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 07nov2018. The unit was evaluated by philip's field service engineer (fse) and the issue was confirmed. The fse replaced the unit's battery to resolve the reported issue. The unit was returned to service.